Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.0 diopter into the patient's right eye (od) on (B)(6) 2019. On the same date in a second surgery, the lens was exchanged with a shorter lens due to excessive vault, elevated iop, and blurred vision. The problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).